Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. After inserting into the patient's body, zero was obtained in the left atrium. After 2-3 sessions of ablation, there was a discrepancy between the physician's sensation and the contact force (cf). Therefore, zeroing was performed again. After that, there were no problems. After the procedure was completed, when checking the tip of the thermocool smarttouch sf catheter outside the patient, blood inflow was observed inside the cf sensor. Timing was after the catheter was inserted, during the ablation of the mitral line. The procedure was completed without patient's consequence. Additional information was received on (29-may-2025. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. No damages were found visually on the catheter pebax. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-jun-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 23-jun-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-jun-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection found reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed as the foreign material could be related to the reported failure. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4).. Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).